Manufacturer narrative:
The bag to vent switch was replaced to fix the reported issue. No report of patient involvement.

Event description:
The hospital reported a broken bag to vent switch and the unit would not switch from vent to bag mode. There was no reported patient involvement.